Event description:
It was reported that during the operating room setup, the handpiece appeared to be leaking an oil-like substance. Another handpiece was available and there was no patient contact.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the investigation details it was identified that corrosion was found on the gear train. The corrosion was most likely cause for the oil like substance which was found on the hand piece. The geartrain was replaced and the handpiece was returned to the account.